Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleged seeing particles in device and having seizures while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged seeing particles in device and having seizures while using this device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: dust-like and fibrous contamination was observed on and around the iso port. Pil observed an unknown brown/red contamination on the top enclosure under the right and left side accessory doors and near the rear panel. Pil observed an unknown white and gray contamination at the air input of the blower box at the filter area. Pil observed a fine white dust like contamination on the blower motor exterior. There was black contamination, consistent with keratin, at the air outlet of the blower box, as investigated in ER 2243857 v01. Pil observed a fine white dust like contamination on the inner rim of the blower motor air intake. Pil observed a fine white dust-like and hair-like fibrous contamination on the blower outlet seal. Pil observed a white residue, consistent with mineral deposits or dried liquid spots in the blower box bottom directly below the air intake area, indicating potential water ingress. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. Sections b1, h1 and h6 have been corrected in this report as follows: section b1 was corrected for product problem (both the product problem and adverse event was checked in the previous MDR.) Section h1 was changed from serious injury to malfunction. Health effects - impact code was corrected. In this report, sections d9, g3, h3, and h6 have been updated or corrected.